Event description:
It was reported that when using the bd pyxis¿ es refrigerator, display screen was black. The refrigerator continued to operate normally, but no information was visible on the display screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stuck on black screen. A field service engineer (fse) found the device with a black screen and unresponsive. Performed a visual inspection with no issues identified and completed a sequential reboot of the system. After reboot, the screen displayed data normally, confirming the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.